Manufacturer narrative:
Device not returned.

Event description:
Complaint received that alleges "pads burned patient". Questionnaire was received from clinician and/or patient. Treatment was interrupted; progress toward recovery was not impeded. Treatment was not required at the time. Patient did not follow up with primary care doctor or emergency room for treatment. Injury defined as "1.5cm just below r occiput, 1cm on upper r trap 2cm from midline, 2nd degree burn" discovered by patient the four days post treatment. Device not returned to manufacturer for evaluation.